Event description:
A patient had been receiving intra-aortic balloon (iab) catheter treatment for 10 days. The patient was progressing well and the physician decided to remove them from iab circulatory support on (B)(6) 2015. During withdrawal, the catheter broke in two pieces. The distal portion of the catheter with the balloon remained within the patient's artery while the proximal half was outside of the body. Compression was applied locally at the insertion site and the catheter segment inside of the artery was identified and then removed through the insertion site. Following removal, compression was applied at the location where the catheter was removed with favorable results. The user reported that there were no other complications nor patient injury.